Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ed with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient slipped and fell. They "broke their back" and implant was no longer working. Patient has appointment for january 12. Additional information received from the rep indicated that the patient did not show at their appointment, and they will continue to try and follow-up with the patient.